Event description:
It was reported that a tx30b was used during a lobectomy procedure. It was reported by the affiliate that the staples malformed, since the surgeon could not squeeze the trigger fully. Surgeon put some stitches to finish the case.